Event description:
Company lied to me and said my meter was working fine when the control solution test I had just done with customer service on the phone when I did it proved it was not. Troubles with my novamax glucose meter giving me on more than one occasion a false reading in the 30-40s and since it didn't feel low I retested within the minute and it would be about 60-80 points higher. Called company, the customer service number on the back of the strips. They immediately blamed my strips. They are the same strips from the same bottle. Sent me control solution. Called me and I did the test with them on the phone. First test was 44. Second test was 105. Third test was 110. I then did two blood sugar tests. One was 153 and one 155. She then proceeded to tell me my strips and meter were working good. Even though one out of those five tests was way off at 44! I confronted her on it and she said maybe there was sugar on my counter or my finger wasn't clean. It did what I told her it was doing right there on the phone with her. It doesn't seem right to me. I had to pitch a fit for her to send me a new meter.